Event description:
Pt was being treated for dyspnea and chest pain. Pt diagnosed with pulmonary embolism alleged to be due to insufficent anti-coagulation by device. This condition was pre-existing per diagnosis and treatment in sept. There was no data from pt (did not have the info) on device results leading up to event.